Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The insulin pump had no button response due to flattened dome switch on esc and bolus express buttons. No further testing could be completed due to keypad anomaly.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was reported as 183 mg/dl and 600 mg/dl. Customer stated that the act and bolus buttons were not working. Customer stated that he dropped his pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer was also hospitalized due to high blood glucose levels. Customer will call back since he did not have the discharge paperwork concerning his visit to the emergency room. No further assistance needed.